Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure a stent damage was noted. The 80% stenosed stricture was located in the moderately tortuous common carotid artery with a reference vessel diameter of 10mm. The 8.0x21 carotid wallstent monorail was deployed without issue with post dilation performed with a sterling balloon. The carotid wallstent was reported to have fully expanded. During follow up flouroscopy 6 days post procedure, the distal portion of the stent was noted to have shortened, however the proximal portion of the stent did not move. The junction between the internal carotid artery and common carotid artery was noted to be infundibular, or open larger than average, with a reference vessel diameter of 5 or 6mm at the internal carotid artery. No further intervention has been completed, however further follow up is being done at a second hospital. Patient status is reported as no issue.